Event description:
The complainant reported that in the catheterization lab the patient was under extra corporeal membrane oxygenation (ECMO) and impella cp was being placed. Echocardiography signaled air bubbles. The physician opened the purge luer-lock (yellow connector) to further de-air the purge line without using the specific menu for it. It looked like the impella was not completely primed before implant. Additionally, after the impella was recently placed, the cp was having suction alarms at p2. Motor current waveforms pulsatile but negative placement signal pressure. Physician said that the position was optimal, but patient needed a lot of filling. The next morning the cp was running at p2 for 1.2l/min. Placement signal recovered, no alarms. It was also reported that the patient developed limb ischemia due to ECMO and impella. Fem-fem bypass applied. The patient was stable. The impella was explanted due to the ischemia. The patient survived the event.

Manufacturer narrative:
The device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of limb ischemia, positioning issues, and purge leak ¿ pump has been completed. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The failure mode (fm) "positioning issues" was updated to "optical signal issue" since the reported issue was regarding the placement signal and there were no positioning issues. There were no abnormalities found with the returned pump regarding the optical system. Log review showed suction and impella position unknown alarms while the placement signal was negative in the beginning of the case. The cause of the optical signal issue was most likely patient condition related since the position was optimal, but the patient had low volume and needed a lot of filling. The fm "purge leak - pump" was updated to "priming issue" since there was no leak reported and the issue occurred during priming. The root cause of the priming issue was most likely use-related as the returned pump was able to prime completely and the clinical details suggest a use issue. B1 was inadvertently omitted from manufacturer device report 1220648-2024-25084. H6 health effect - impact code 4625 was inadvertently coded twice on manufacturer device report 1220648-2024-25084. New code was added to health effect - impact code.